Event description:
It was reported that the wake button was not working. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.